Manufacturer narrative:
The actual needles used at the time of the complaint were not returned for investigation. Unopened samples of the same lot number were received for investigation. Functional testing was done for patency by using a pin gauge. All samples passed. All samples were also tested by drawing up water through the needle and all performed as expected. The reported problem could not be confirmed based on the unused samples returned. A device history record (DHR) review found no discrepancies or anomalies relevant to the complaint. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that while injecting the patient with depo, the needle became clogged half way through. A different needle of the same lot was tried and it also clogged. The user did a test with water and it clogged too. No patient injury was reported.